Event description:
A report was received that the patient had difficulty charging the ipg after being implanted and that the ipg would not communicate with the charger. The patient will undergo an ipg revision to either reduce the distance for communication or reposition the device to a different location.